Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment does not perform vfc extraction during a retinal detachment repair surgical procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The pneumatics module was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on april 25, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).